Manufacturer narrative:
Information received indicates caregiver was transferring a patient into their bed when the sling ripped resulting in the strap to come off and the patient falling. Photos of the sling were received and reviewed by engineering. The sling appears to be worn beyond its life expectancy. Based on photos, the fabric appeared delaminated and worn with ripping visible in low stress areas. This indicates excessive wear. Device should have been removed from service well before the event. Current user guide covers this area.

Event description:
While the consumer was being transferred into bed, the sling material allegedly ripped, causing the lower left strap to come off the lift and allowing the consumer to fall and hit her head. The consumer died within 24 hours of the alleged incident.